Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient clarified that the ins would not decrease when being used. Patient stated no environmental factors. Patient has a meeting with rep and hcp on (B)(6) 2021. Patient reported it will show a charge taking place but in several instances when being used the battery will not show a decrease and there is no pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was newly implanted patient said that the first couple of days after date of implantation they had no issues but then when they charged their ins and they pressed the "stop" button and the controller said "finished" even though the ins wasn't 100% (patient services specialist (pss) explained that was the normal screen that should appear). The patient said they started their ins charge session over and the ins battery jumped 10% beyond what it was when the patient pressed "stop". The patient said that their controller and stimulation turned off during this time. Patient said that there are times that their ins won't increase when they charged their ins and the controller showed "excellent" charging. The patient said that at the same time that all of this happened they stopped getting any pain relief from their spinal cord stimulator (scs). The patient denied any damage on their equipment or falls or traumas. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pss advised patient's health care provider to contact nas for the patient to meet with a medtronic representative (rep).